Manufacturer narrative:
Correction: device serial number inadvertently left off of initial MDR. Reported issue occurred in (B)(6).

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. The medtronic representative evaluated the system logs and determined that the site implemented a negative tilt (left) of more then (B)(6) during the 3d scan, leading to the error message. Representative informed the site of proper practices for tilting the gantry that will ensure the reported issue does not reoccur.

Event description:
A site representative reported that, while outside of a procedure, the imaging system displayed an error message stating that the system door was open, although visual inspection indicated that the door was closed. There was no patient present when this issue was identified.